Event description:
The account stated that a false positive architect troponin result was generated. An initial result of 0.5 ng/ml was generated on (B)(6) 2012. The sample was retested in duplicate from the primary tube and an aliquot of the primary tube. Both samples generated negative results. There was no report of impact to patient management.

Manufacturer narrative:
False positive results. Testing was performed using an in-house file kit of architect stat troponin-I lot 14273un11. Architect troponin-I panel 1 was tested. The panel was within specification which demonstrates that the assay can detect a known concentration of troponin-I. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure and the specimen collection and preparation for analysis sections of the package insert were communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.